Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as an additional clip was implanted medially for stabilization and reducing the mitral regurgitation (mr). There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs manager. The reviewer stated: the baseline echo shows a mainly central/medial severe eccentric mr graded 4/4 due to the presence of a coaptation gap (leaflets are not touching themselves) and a slightly restricted posterior leaflet. Aortic regurgitation is also present together with a tricuspid regurgitation (at least severe, if not massive or torrential) due to a coaptation gap between all the three leaflets. Probably vegetation is present on a lead in the right atrium. Transseptal puncture has been executed at the correct position probably with the use of an electrical scalpel, due to the presence of bubbles immediately after the puncture. Sgc insertion was correctly done and also the cds steering down to the valve. First grasping was correctly executed in the center of the valve, resulting in a mean gradient on the mv between 4 and 5 mmhg, with 2 residual jets, one on each side of the clip. Clip was then reopened, and a new grasping was executed, resulting in a similar mr reduction and gradient. From the deep trans gastric view the clip partially opened cab can be appreciated and seems to be still attached to the system (no cause why the clip is partially opened can be inferred). The clip has been deployed anyway and a second clip has been positioned laterally to the first implanted clip, with a gradient of 5 mmhg. A third clip has been implanted then medially to the first, with a final gradient of 4 mmhg. Residual mr seems to be more than moderate (2+), due to the presence of 2 jets, of which one eccentric (this usually implies an underestimation of the severity).

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtr clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. Then an ntr clip was deployed laterally, reducing mr to 2+. However, flouroscopy showed the xtr clip opened and mr increased to 4+. The xtr clip was stable on both leaflets. Another ntr clip was implanted medially to the xtr clip to further reduce mr and stabilize the xtr clip. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.